Event description:
It was reported that after implant, the right ventricular lead's sensitivity decreased; which may have been attributed to the lead p osition. Four hours after the operation, the patient went into cardiac arrest, but the device did not discharge. External defibrillation was necessary. The physician felt that the device did not identify ventricular fibrillation and discharge normally. The lead po sition had not been changed and the cause of the ventricular fibrillation could not be identified after the operation. Subsequently, about a week later, the patient was hospitalized again. The device appropriately discharged twenty times and external defibrillation and cardiopulmonary resuscitation was performed again as the patient went into cardiac arrest. The patient recovered and remained in the hospital. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.